Event description:
Accidental needlestick with an assure lance low flow lancet. A nurse received a needlestick by picking up a very small needle from a resident's bedside table. Facility is unsure where it came from, but when it was discussed at a safety meeting one of the cnas said that she had found a needle on a dining room table. The customer believes the needles are coming out of the assure lance low flow lancets. Caller did not have any information on treatment or the identity of the nurse involved in the needlestick.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of lancets involved in the incident were tested and performed to specification. No lancet missing neelde or reversed needle has been found. Records of in-process quality control do not indicate any nonconformities. Device not returned to manufacturer.